Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The device catheter of the gore excluder plc161400 contralateral leg component was returned to gore and an engineering evaluation was performed. The investigation showed that the leading olive was separated from the delivery catheter. There was no evidence of a bond for the leading olive on the delivery catheter. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the olive separation from the catheter is due to a lack of bonding between the leading olive and the delivery catheter.

Manufacturer narrative:
UDI for plc161400: (B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. Refer for the results of the imaging evaluation.

Event description:
The following was reported to gore: on (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore excluder aaa endoprostheses. During the procedure, the leading olive of a plc161400 contralateral leg component was observed to have become separated. Only mild vessel calcification was reported and no force was applied. No resistance was felt during the catheter advancement or retraction movements but the catheter was moved outside of the sheath. The olive separation happened unnoticed and only became apparent after the contralateral leg components had been ballooned and final imaging had been acquired, for which the flush catheter was inserted. Intra-operative imaging revealed that the leading olive had embolised into the right renal artery. The physician stated that the reason behind the olive separation might be related to a bonding issue. The olive was subsequently removed from the patient with a gooseneck snare without difficulty and the procedure concluded as planned.